Event description:
It was reported that 12 syringe 0.3ml 31g 8mm whole unit 10bg 500 separated from the hub during use. The following was reported by the initial reporter: "it was reported that the needle hub separated and the needle shield is difficult to remove. Verbatim: consumer reported, when she removed needle shield prior to injection, needle hub separated stated, needle shield is hard to remove 12 syringes affected, (date of event for 1 syringe only)lot: 0153971. Catalog: 328438. Date of event: (B)(6) 2021, (1 syringe affected. Others, unknown)sample: yes. Consumer has been using product for 43 years and never had an issue.

Manufacturer narrative:
H6: investigation summary: customer returned three syringes, all with 0.3ml graduation markings. No polybag was returned for identification. The first syringe had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. The remaining two syringes were intact and received shield pull force testing. The pull forces required to remove the needle shields were 3.53 lbs and 3.94 lbs. The specification states that all pull forces within the range of 0.85 lbs to 5.95 lbs are acceptable. None of the samples tested outside of the required range and none of the samples disassembled during testing. A review of the device history record was completed for batch # 0153971 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted for out of spec shield pull. There was one (1) notification noted that did not pertain to the complaint. Based on the samples received, bd was able to confirm the customer¿s indicated failure of needle hub separation. Bd was able to confirm the customer¿s indicated failure of the needle shields being difficult to remove. CAPA pr1630423 has been opened to address this issue.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 12 syringe 0.3ml 31g 8mm wholeunit 10bg 500 separated from the hub during use. The following was reported by the initial reporter: "it was reported that the needle hub separated and the needle shield is difficult to remove. Verbatim: consumer reported, when she removed needle shield prior to injection, needle hub separatedstated, needle shield is hard to remove12 syringes affected, (date of event for 1 syringe only)lot: 0153971catalog: 328438date of event: (B)(6) 2021 , (1 syringe affected. Others, unknown)sample: yes consumer has been using product for 43 years and never had an issue cl"